Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 5 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 5 malfunction events, where it was reported the devices experienced cot height cannot be adjusted or the fowler is stuck in a raised position. There was no patient involvement.